Event description:
Left hip was implanted with a pinnacle metal-on-metal hip on (B)(6) 2002. Since then had continued and increasing left hip pain, requiring pain medication, injections, and therapy. Inability to be active. Developed metallosis and complex fluid collection around hip. Revision was done (B)(6) 2013, and now has ongoing recuperation problems, using walker.